Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A postoperative computed tomography scan revealed a type ii endoleak. In 2007, the patient was converted to open surgical repair. The patient tolerated the procedure.

Manufacturer narrative:
The devices were discarded by the facility. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note; a gore excluder aaa endoprosthesis contralateral leg component was also implanted.